Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. The imaging evaluation determined the following: there was a one time point is available for evaluation: post-implantation cta dated (B)(6) 2024. Reconstruction images showed contrast outside the proximal end of the implanted device. The aortic diameter just distal to the right renal artery (rra) is 33.2mm. The aortic diameter ~8mm distal to the rra is 37.1mm. The aortic diameter 15mm distal to the rra is 37.6mm. Contrast is pooling in the aneurysm sac communicating with contrast outside the proximal implanted device. Thereby, confirming a proximal type I endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The fsa reported the following to gore: on (B)(6) 2024, the patient presented with appeared to be a type 1a endoleak. The fsa received images to review for a tambe case and noticed a leak. A reintervention is being planned although there is not a scheduled date as of now.

Manufacturer narrative:
Added g3/g4, h2/h6 section d4 corrected: from: catalog number: rlt311415; expiration date: 02-apr-2021; serial number: (B)(6); unique identifier (UDI) #: (B)(4). To: catalog number: rlt351418; expiration date: 28-may-2021; serial number: (B)(6); unique identifier (UDI) #: (B)(4).